Manufacturer narrative:
(B)(4)

Event description:
Procedure: sleeve gastrectomy. According to the reporter: during a sleeve gastrectomy, the first egia60amt fired with no problem. Next load only fired partially, tried another load and had same outcome. The surgeon switched to (B)(4) and same problem was encounter with 2 loads. Switched back to (B)(4) and went around the area due to piled up unformed staples from the misfired loads, and those fired uneventfully. Reinforcement strip (peri strips dry by synovis) were loaded on all staple loads. Current patient status: no complication.

Manufacturer narrative:
(B)(4).